Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that during a post procedural interrogation, the atrial lead exhibited an acute, dramatic rise in thresholds. The lead was repositioned, and an echocardiogram was performed following the repositioning, revealing that the atrial lead had perforated, resulting in a tamponade. A cardiocentesis was successfully performed, and the lead remains in use. No further patient complications have been reported as a result of this event.